Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during cranial resection, the optical instruments would stop tracking. The site would register the patient and send the frame and passive planar probe to sterilization and when the instruments are returned from sterilization the site would continue the case. . Upon returning from sterilization after successful registration, the site could not track them in the software. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.